Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a fresenius cycler and the adverse event of a hydrothorax caused by a pleuroperitoneal fistula. The root cause of this patient¿s pleuroperitoneal fistula was not reported; however, there was no indication this adverse event involved the performance of any fresenius product(s) or device(s) as reported by a medical professional. Hydrothorax as a result of pleuroperitoneal leak is an uncommon but well-known complication of pd therapy with high pd failure rates with transition to hd therapy. Therefore, the fresenius cycler and/or product(s) the patient used for pd therapy can be excluded as a root cause to this adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During an anonymous customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy on a fresenius cycler because their peritoneal membrane could not handle dialysis and they experienced a hole in their diaphragm that led to a pleural effusion. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for a gastrointestinal bleed and anemia. It was found on (B)(6) 2021 the patient had a pleuroperitoneal fistula that caused a hydrothorax following a pd treatment. As a result of the hydrothorax, a pleural effusion formed which required 1.9 l of fluid to be drained via needle thoracentesis from the patient¿s pleural space. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model unknown). It was determined as a result of the patient¿s pleuroperitoneal fistula, the patient was no longer eligible for pd therapy. The root cause of the patient¿s pleuroperitoneal fistula was not reported; however, it was confirmed this event was not caused by a malfunction or deficiency of any fresenius product(s) or device(s). The patient was discharged from the hospital on (B)(6) 2021. The patient continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy on a fresenius cycler because their peritoneal membrane could not handle dialysis and they experienced a hole in their diaphragm that led to a pleural effusion. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for a gastrointestinal bleed and anemia. It was found on (B)(6) 2021 the patient had a pleuroperitoneal fistula that caused a hydrothorax following a pd treatment. As a result of the hydrothorax, a pleural effusion formed which required 1.9 l of fluid to be drained via needle thoracentesis from the patient¿s pleural space. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model unknown). It was determined as a result of the patient¿s pleuroperitoneal fistula, the patient was no longer eligible for pd therapy. The root cause of the patient¿s pleuroperitoneal fistula was not reported; however, it was confirmed this event was not caused by a malfunction or deficiency of any fresenius product(s) or device(s). The patient was discharged from the hospital on 12/aug/2021. The patient continues hd therapy on an in-center basis post-discharge.